Event description:
Pump trainer reported customer being hospitalized due to high blood glucose levels. Custoemr having problems with "no delivery" alarms and low battery life. Troubleshooting was done and pump returned for analysis.